Event description:
It was reported that the patient had increasing slits in their driveline and rescue tape was applied. There was no evidence of the percutaneous lead conductor issues recorded in the log files. The slits appeared to be cosmetic.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the patient¿s driveline could not be confirmed as the patient remains ongoing on ventricular assist device (vad) support and no photographs of the damage were provided by the account. A specific cause for the reported damage could not be conclusively determined through this evaluation. The account submitted a log file for review. No notable events or alarms were captured. The pump remained at or above the low-speed limit throughout the duration of the file and appeared to be functioning as intended. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) and no additional related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09sep2014. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. Additionally, these sections outline indications of driveline damage, as well as the how to respond to such events no further information was provided. The manufacturer is closing the file on this event.